Event description:
I used two pumps omnipod 5 from lot ph1u07302541. This is not a lot that is recently recalled. My blood sugar was around 250 for 3 hours with extreme bolus of 12 units and exercising. I changed my pump and used a new lot and my blood sugar came down from 275 to 117 after putting two hours of the new omnipod pump. Nothing appeared wrong with my insertion site nor was any insulin leaking from the defected pump. There was no alert of a malfunction.